Event description:
Rptr has back given her a lot of problems with throbing and aches. She still has to take pain pills or aspirin to relieve the pain and that still does not help much. She still has a lot of problems bending.